Manufacturer narrative:
The reason for this revision surgery was to remedy instability after 9.5 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause for the instability was possibly due to implant wear over nine and a half years of use. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - pt had cr insertion, after many years the joint became lax and the pt became unstable. The surgeon implanted an ultra polyethylene and stabilized the pt. The surgeon also removed the loosened pcl.